Event description:
A report was received from a consumer. The consumer reported having an intraocular lens implanted in the right eye in 2004 and following surgery experienced some sensitivity to light. In 2007, the eye clouded over affecting sight for about three hrs. This occurred again two days later, and immediate examination identified a hemorrhage coming from tissue at the front of the eye. The consumer reports the surgeon feels the iol may be touching the iris and repositioning of the lens is being considered. The current status of the consumer is not known. Add'l info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Requests have been made to contact the consumer's doctor and to receive more info about this event. To date, no further info has been provided.